Event description:
It was reported that the device reached elective replacement indicator (eri) early due to high output that were later reduced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Implantable pacing lead (B)(6) 2008. (B)(4).